Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was resetting every few hours with an audible alarm. The ventilator was not connected to a patient when the reported problem occurred.